Event description:
It was reported that the customer was vomiting and has been for a few days. In addition the customer was hospitalized for high bgs. The cause of their hospitalization was unknown at the time of call. The set was changed. Troubleshooting was performed. The programming and histories on the pump were accurate. It was mentioned that the customer just wanted help to place their set back on the pump. Assisted the customer in rewinding, priming, and running a fixed prime.